Manufacturer narrative:
(B)(4). Upon review of this complaint from an investigation perspective, it is considered that the revitan prox. Spout, within this complaint, does not impact the reported event. The device involved in the reported event has already been reported. See report number 0009613350-2023-00382. Given the above information, this product will now be considered an associated item.

Event description:
Upon review of this complaint from an investigation perspective, it is considered that the revitan prox. Spout, within this complaint, does not impact the reported event. The device involved in the reported event has already been reported. See report number 0009613350-2023-00382.

Event description:
It was reported that an initial left total hip arthroplasty was performed on an unknown date with unknown products. The patient was subsequently revised due to loosening. The patient underwent a second revision due to fracture of the femoral stem. During the revision, a transfemoral osteotomy was performed to remove the broken stem. Black metal debris and a pseudocapsule was removed from the joint. The worn poly was also exchanged. The shell was left intact, and all other components were revised without complications with cerclage wires applied for stabilization of the osteotomy. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10: item#0100405116; lot#2435904; revitan dist. Straight 16/140. Item# unknown; lot# unknown; unknown ceramic head 36mm+3.5 12/14. Item# unknown; lot# unknown; unknown poly liner. Item# unknown; lot# unknown; unknown cup. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00382.

Event description:
It was reported that a revitan straight distal was found to be broken. Revision is planned but not yet confirmed. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: unknown revitan proximal; catalog#: unknown; lot#: unknown . G2- switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : item number and lot number unknown.